Event description:
It was reported that implant of the atrial lead was difficult, and the patient was in atrial fibrillation during the case. By the next day, the patient was in sinus rhythm, and the lead did not test properly. There was far field r-waves, undersensing, and the ventricle was paced at times. The day following implant, the lead was removed and replaced because of the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The inner insulation was found to be kinked/buckled, the lead stretched, and there was blood in/on the helix mechanism.